Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck was 20 mm, and the length from theproximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 120 mm. The aneurysm was reported to have a 10-degree angulation, and the common iliac arteries were reported to be tight. The pt has a history of hypertension. It was reported that the physician pulled the device down slightly during deployment through the 22 french sheath to position the device. During retraction of the runners, it was reported that the nose cone caught on the distal end of stent graft and pulled it down approximately 6 mm. There was a slight type I endoleak; therefore, the physician placed a 24 mm diameter x 3.75 cm length aortic extender cuff to ensure an adequate seal. It was reported that the procedure was successful with transgraft leak noted on final angiogram. No clinical sequelae were reported, and the pt is reported to be fine.